Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2022, in order to remove the abutment.

Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2022. The implanted device remains. This report is submitted on september 12, 2022.